Manufacturer narrative:
The customer's report of a cracked and leaking maxzero was confirmed. Visual inspection of the as-received connector observed the female end was cracked. Further inspection under magnification observed a crack along the top of the connector access extending along the collar threads in the direction of fluid flow. Although damage was observed, fluid was pushed through the connector using a lab syringe. It was observed that the fluid leaked out from the noted crack. The cause of the leak was due to the observed crack along the received used connector's female access. The root cause of the observed damage was not identified.

Event description:
It was reported that maxzeros are leaking and have cracks. The product was used on a (PICC) line infusing total parenteral nutrition, (tpn) and intralipids to create a closed system in the neonatal intensive care unit, (nicu). It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Additional patient information requested and not provided.

Event description:
It was reported that maxzeros are leaking and have cracks. The product was used on a PICC line infusing tpn and intralipids to create a closed system in the nicu. There was no patient harm.